Event description:
It was reported via legal documentation that approximately 175 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, tibial loosening, severe osteolysis and destruction of her distal femoral metaphysis as well as significant pain, instability, and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-03025 g4: 510k unknown due to specific device not being reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03025. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.